Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 303 mg/dl. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer states the alarm did not occur immediately after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The test energizer battery was removed from the battery compartment and reinserted after seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the device back on. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, or trace pointers are invalid error alarms were noted.